Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal colposacropexy and marshall marchetti krantz..

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with abdominal sacral colpoperineoplasty, enterotomy and colotomy repair, resection of small bowel with primary anastomosis and repair of colon due to sui, vaginal vault prolapse after prior asc and severe pelvic adhesive disease. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and emotional/psychological suffering. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a ventral abdominal hernia repair on (B)(6) 2006 and (B)(6) 2008. It was reported that the patient underwent a complex ventral hernia repair with multiple adhesions on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Urinary/bowel problems; undefined recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.